Manufacturer narrative:
B3: date of event is unknown. Visual inspection found a missing tamper seal and cracked top case. Bootup produced "system failure: supercap post." Firmware v1.1.2 installed. Alarm history has several events logged for system failure: supercap post and base not responding. Replaced main pcb, top case as well as barrel clamp assembly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that super cap error message fc048 needs to be updated. Patient involvement is unknown.

Manufacturer narrative:
B5: corrected.